Event description:
It was reported that the right ventricular (rv) lead triggered an alert for fluctuating pacing impedances, oversensing, and noise. The lead remains in use, but replacement of the lead was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted lead impedance for the pacing rv was out of range high. Periodically, the max rv pace impedance rises to higher than 1000 ohms. This occurs 10 times total between (B)(6) 2011 and (B)(6) 2013. The lead impedance for pacing rv was out of range varying. The lead integrity alerted for impedance out of range. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2011, (B)(6) 2012, and (B)(6) 2013. Concomitant products: d164awg implantable cardioverter defibrillator (ICD).  (B)(4).